Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1710025, medical device expiration date: 2022-09-30, device manufacture date: 2017-10-18 . Medical device lot #: 1711017, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-15. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fibers and black foreign matter were in the packaging and syringe barrels of the bd plastipak¿ hypodermic syringes with luer lok¿. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that fibers and black foreign matter were in the packaging and syringe barrels of the bd plastipak¿ hypodermic syringes with luer lok¿. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sealed sample from lot number 1711017 and one sealed sample from lot number 1710025 were received for evaluation by our quality engineer. Upon visual inspection of the 1711017 sample, one particle was observed within the syringe on the stopper, however, no particles or foreign materials were observed within the blister packaging. Upon visual inspection of the 1710025 sample, a small abnormality was observed within the blister film; the abnormality was a small graze that did not perforate the film. No foreign matter or particles were observed within the syringe or packaging of lot number 1710025. Through magnified inspection, the particle observed within the sample from lot number 1711017 was identified as polypropylene material. This particle comes from the molding and transport processes of the syringes. As this is the first confirmed occurrence for lot number 1711017, the allowable defect rate (per internal procedures) has not been exceeded. The sample for lot number 1710025 did not reveal any foreign particles. The abnormality within the blister film does not affect the product sterility and is only a cosmetic defect related to the blister film packaging. A device history record review did not reveal any anomalies or quality issues during the production of the provided lot numbers that could have contributed to the observed defects. Equipment within the manufacturing line is regularly cleaned according to procedure. Final products are sampled from the manufacturing line and are subjected to visual and functional inspections to monitor for possible defects. Investigation conclusion: this particle comes from material and transport processes of syringes. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.